Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent a left hip revision due to the acetabular component position change and loosening.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. This device was used for treatment the identified components were reviewed for compatibility with no issues noted. Complaint history for metal on metal complaints were reviewed, based on statistical analysis, during the monthly CAPA meeting. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.